Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced new pain in his left knee (reference MFR report: 3008829311-2017-00086) subsequent to having 3 leads (from the same lot) implanted. The patient was taken back to surgery where live fluoroscopy images showed the lead implanted at left t12 had migrated. The physician removed the lead.